Event description:
It was reported that the catheter split. Plastic sheath split upon insertion into the skin which made it unusable. 3- 20 g IV caths in a row malfunctioned in a similar manor involving the tip of the plastic portion of the cath breaking. Very small pieces of the broken off end could have ended up in the patient. The incident was caught prior to IV placement, and a new lot was obtained. No harm came to any patients.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5247606. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.